Event description:
Fever [pyrexia]. Abdominal tenderness [abdominal tenderness]. Possible peritonitis [peritonitis]. Case description: spontaneous report was received on (B)(6) 2010 from a genzyme sales representative on behalf of a healthcare professional regarding a female pt, initials unknown, who experienced abdominal tenderness and fever being treated preventable for peritonitis after placement of seprafilm. The pt underwent a cesarean section approx seven days prior to receipt of this report (precise date not provided). The pt experienced abdominal tenderness and fever since her surgery (date not provided) and is being treated preventable for peritonitis (medicines/therapies unknown). The product lot number was not provided. At the time of this report, the outcome of the pt was unknown.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.